Event description:
Reporter stated a comparative test of over 100 mg/dl was performed back to back with a result in the 40-49 mg/dl within 10 mins on a pt using the same sys. Reporter stated the pt was treated for hypoglycemia and taken to the hosp. No other actions were reported taken or treatment rec'd. A request was made for the return of the suspect device and replacement prod was sent.

Manufacturer narrative:
Reference medwatch report with a1 pt for the suspect device used. Reporter was unsure which result was obtained on which system.